Manufacturer narrative:
Initial reporter was interviewed by telephone. He indicated patient passed away after successful hip surgery due to old age related events. He further related that the patient was in the day room in front of the nurses station. Several care givers were in the area. She announced she was going to bed, released the seat belt, stood, the alarm did not sound, and immediately fell. It is unknown if her hip broke as she stood and caused the fall or if she stood, fell and her hip broke. Initial reporter indicated he had tested the alarm after the event and it worked as expected. He did not know if the care givers tested the alarm periodically or not. The item number shown is incorrect. The item number stated is for the alarm box alone while the purchase was a 71650 "kit" containing the alarm and other items. The box in which these items were shipped would have a date on the label showing when it was assembled.